Event description:
The time of event is not during procedure. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the operation channel (primary) blocked. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the operation channel (primary). In addition, our technician confirmed that the segment fluid damage, the forward body frame fluid damage, the remote control switch fluid damage, the ccd drive pcb fluid damage, the lg connector fluid damage, the pcb for remote control switch fluid damage, the objective lens broken, the insertion flexible tube compressed (short in length), the angle wire play, the segment corroded, the forward body frame corroded, the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the pcb for remote control switch corroded, the nozzle gluing missing, the operation channel (primary) leak, the remote control body case leak, the root brace rubber (lg control body) cut, the remote control buttons cut, the remote control switch malfunction, the lg prong top loose, the distal body worn out, the insertion flexible tube lump/wave, the light guide cable lump/wave, and the ccd module with drive pcb objective lens cracked; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0588(channel)" and/or the risk analysis results, it was evaluated to submit MDR.